Manufacturer narrative:
Product ID ep003994s lot# 226239855 serial# implanted: explanted: product ID 990061-070 lot# dp-19055 serial# implanted: explanted: product ID 990061-070 lot# dp-18999 serial# implanted: explanted: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a radiofrequency (rf) ablation procedure, the needle along with the needle wire was inserted through the sheath to ensure proper function. The needle was retracted and a scratch on the inner tube of the sheath was observed. It was noted that the needle scratched the sheath. The sheath was replaced and the needle was cleaned. When preparing the new sheath and needle, the needle, with the needle wire, was inserted into the sheath dilator to check proper function. When the needle got retracted, it was observed that the needle had scratched the inner tube of the sheath. Additionally, there was visible inner deformation in the distal tip of the dilator. The sheath was replaced which resolved the issue. The needle was cleaned to remove the plastic. When attempting the transseptal puncture, the needle was not able to be advanced. It was noted that something was blocking it. The needle and the sheath were retracted and visual inspection indicated that the tip of the dilator was deformed and the tip of the needle had plastic residue on it. The outcome of this case is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected: d4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.